Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events leading up to the patient's outcome could not be determined through this evaluation. Moreover, the reported low flow alarms could not be confirmed as no log files from the time of the reported event were submitted for review. A specific cause for the low flow condition could not be determined through this evaluation. It was reported that the patient expired on (B)(6) 2019. The cause of death was reportedly unknown. Information provided indicated that the patient¿s spouse found him turning blue and bent over saying he could not breathe, after which he became unresponsive. Ems personnel arrived on the scene and notified the vad coordinator that the patient was unresponsive and cyanotic with active low flow alarms. Ems was instructed to perform CPR and chest compressions. The patient received several rounds of epinephrine and continued CPR but did not require any defibrillation. Upon arrival to the emergency department, a transesophageal echo probe was placed and the patient¿s heart was found to be akinetic. The electrocardiogram reportedly showed a hearth rhythm that looked like sinus but was determined to be pulseless electrical activity (pea). It was reported that an autopsy was not performed; therefore, a definitive cause of death could not be determined. However, the account reportedly guessed that the patient could have potentially experienced a huge pulmonary embolus or stroke. At the time of a recent clinic visit on (B)(6) 2019, the patient¿s inr was reportedly therapeutic at 2.5 and his ldh was 267. Of note, the account indicated that the outflow graft of the device was anastomosed to the patient¿s descending aorta due to a very calcified ascending aorta. Information provided by the account indicated that the device operated as intended and was alarming appropriately. It was reportedly not believed that there were any device issues or malfunctions that may have contributed to the patient¿s expiration. It was reported that the device would not be returned for evaluation. The heartmate 3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. In addition, this document provides instructions for attaching the sealed outflow graft to the aorta and states to anastomose the graft to the ascending aorta. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2019. The patient¿s cause of death is unknown. The patient was unresponsive when found by their spouse. The patient was cyanotic and the lvad was alarming low flow. The spouse was instructed to start CPR and given the ok to use the lucas device for chest compressions. The patient received several rounds of epinephrine and continued CPR but did not require any defibrillation. Upon arrival in the emergency room, a trans-esophageal echo probe was placed, and the heart was akinetic. The rhythm on the EKG looked like sinus but was determined to be pea. The family did not want an autopsy. It was reported the patient could possibly had a huge pulmonary embolus or stroke. The patient¿s international normalized ratio (inr) had been therapeutic in clinic on (B)(6) 2019 at 2.5, and lactate dehydrogenase (ldh) was 267 u/l. The patient did not have outflow graft anastomosed to the descending aorta due to a very calcified ascending aorta. The device will not be returned. For evaluation. No additional information provided.